Event description:
It was reported that pump experienced malfunction with a non-resettable malfunction alert. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.